Manufacturer narrative:
The sample was discarded, and the lot number is unknown.

Event description:
Caller reported blood glucose results of 49 mg/dl, 453 mg/dl, and 477 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The facility reported to the baxter sales representative that a patient experienced a bloodstream infection (bsi) related to the central venous access device during use with a clearlink luer activated valve, lot number unknown. The bsi occurred in 2009. It is unknown what interventions were required. This complaint is related to multiple bsi reports from the same facility.